Event description:
It was reported that the insulin was not delivering. Reservoir was checked outside of the insulin pump and insulin did not deliver. Another reservoir from new box tested and it was delivering insulin. Customer was then assisted in performing prime and there was no occlusion. Customer was advised not to use the reservoirs from that box anymore. Blood glucose value is 19 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.